Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 28-nov-2018 with the following findings: review of the black box data and pump history revealed records of frequent low battery warnings and replace battery alarms. On investigation, the pump powered on normally. The electrical current draws were evaluated and found to be within required specifications. Moisture corrosion in the battery compartment was confirmed on investigation. Leak testing did not reveal any moisture leakage into the pump. There was no damage, defect or contamination of the pump¿s interior components. The pump was exercised for 12 hours without duplicate a battery life issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was alleged there was moisture in the battery compartment. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.